Event description:
It was reported that there was a thrombus and a small leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and several partial recaptures and repositions were made. At this time a thrombus was noted to have formed inside the closure device. It was also noted that there was a small leak in fabric of the device. The closure device was implanted in the patient. There were no patient complications that occurred from the thrombus formation. It was further reported that there was suspicion of thrombus because there appeared to be echo-contrast that looked like a thrombus. Following the procedure, the patient was put on clexane for 1 month after procedure and clopidogrel indefinitely. It was further reported that the patient came in for their follow up transesophageal echocardiogram procedure. The imaging showed that there was a thrombus on the device.

Event description:
It was reported that there was a thrombus and a small leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and several partial recaptures and repositions were made. At this time a thrombus was noted to have formed inside the closure device. It was also noted that there was a small leak in fabric of the device. The closure device was implanted in the patient. There were no patient complications that occurred from the thrombus formation.

Event description:
It was reported that there was a thrombus and a small leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and several partial recaptures and repositions were made. At this time a thrombus was noted to have formed inside the closure device. It was also noted that there was a small leak in fabric of the device. The closure device was implanted in the patient. There were no patient complications that occurred from the thrombus formation. It was further reported that there was suspicion of thrombus because there appeared to be echo-contrast that looked like a thrombus. Following the procedure, the patient was put on clexane for 1 month after procedure and clopidogrel indefinitely.